Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: how was the procedure completed? Were there any patient consequences? Response: the procedure ended in a colostomy for life. The patient was left with a colostomy for life. About the patient: did you have any serious and / or permanent damage? The patient was left with a colostomy for life. Did you need hospitalization or had your stay prolonged due to a product problem? No. Did you need to be re-operated to avoid or correct any damage? No. In addition, she informed us that the staples never came out. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Can you please clarify was meant by, ¿does not staple in 75% of the circumference?¿ were any staples observed in the 75% circumference? If so, please describe the shape. Were any staples observed in the surgical field? Why was a permanent colostomy performed? What is the current status of the patient?

Event description:
It was reported that during a colectomy procedure, circular stapler cuts but does not staple in 75% of the circumference.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Closure of hartman-type colostomy after finishing oncological treatment for a ca sigmoid. What healthcare professional fired the device and what is his / her experience with the device? Doctor, specialist in general surgery with 2 years of experience as a specialist, resident (fellowship) of oncological surgery. He has used the device several times and was being directed by me. Where in the green gap setting scale was the indicator located prior to firing? In the final part (more distal) of the safety zone or green gap. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? He waited 20 seconds, timed. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, we heard the sound and saw the maneuver. The fellow reported feeling the proper closure without difficulty. Were the donuts inspected? If so, please describe. Yes, 2 full donuts, recovered from the device, as usual. Was a complete washer transection confirmed? I do not understand this question. Can you clarify me please? Can you please clarify was meant by, "does not staple in 75% of the circumference?" The two ends were united only in a quarter of a circle. 75% (three quarters) was cut but not stapled. Were any staples observed in the 75% circumference? If so, please describe the shape. No staple. Were any staples observed in the surgical field? No. Why was a permanent colostomy performed? I did not "perform" a permanent colostomy. The patient has a very short rectal stump in an abdominal cavity with multiple adhesions by previous procedures. At that time, a new closure was not technically feasible. It remained, then, with an even shorter stump, which significantly diminishes the possibilities of a later closure. What is the current status of the patient? Ambulatory, in good general condition.